Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch. Abnormal substance on adhesive of sensor patch was observed. An extended investigation has been performed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was observed on the base of the sensor tail indicating the sensor was inserted in the user's body. The returned sensor was investigated and no issues were observed with the adhesive as the adhesive was still attached to the puck. The substance observed on the adhesive was blood stained. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device. As a result, customer experienced "allergy at insertion area" at the sensor site after removing the sensor, had contact with a healthcare professional (hcp), and cortic-ds (dose unspecified) was applied to area for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device. As a result, customer experienced "allergy at insertion area" at the sensor site after removing the sensor, had contact with a healthcare professional (hcp), and cortic-ds (dose unspecified) was applied to area for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device. As a result, customer experienced "allergy at insertion area" at the sensor site after removing the sensor, had contact with a healthcare professional (hcp), and cortic-ds (dose unspecified) was applied to area for treatment. There was no report of death or permanent injury associated with this event.